Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: "laparoscopic nephrectomy." Event description: "this is a complaint from the market. (B)(4). Please refer to the complaint sheet for investigation. Septum fragmentation. Report from the sales rep. During laparoscopic nephrectomy, the customer noted a black material inside abdominal cavity in field of view of endoscope. The material was removed from patient with a grasper and the surgery was successfully completed. After the surgery, during a check for the seal, because he confirmed the damage in the seal, he estimated the black material came from the seal. The customer mentioned that he didn't have any use of error in inserting any instruments into the event trocar, leading to the incident. The cer check list is not available. Initial investigation report. The event unit was returned to us and visually inspected. The seal was fragmented. The returned fragment(size: 1.7 mm x 2.5 mm) matched the missing section on the septum in shape. The unit will be returned to amr for further evaluation. (B)(4)." Additional information received via email on 15-oct-2017 at 10:27 pm from distributor: "the correct subject is septum fragmentation." Type of intervention: "the material was removed from patient with grasper and the surgery was successfully completed." Patient status: "no patient injury."

Manufacturer narrative:
The seal from the event unit was returned to applied medical for evaluation along with a rubber fragment. Visual inspection confirmed the complainant's experience of seal component separation. The rubber fragment returned completed the missing portion on the septum, a rubber component of the seal. Based on the condition of the returned unit, it is likely that the reported event was caused by an instrument. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.